Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 0 and associated fault ID, occurring at least three times on same device, with no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while planning to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and instructed customer to place old pump in storage mode, return it within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement device.